Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, a crack was found on the fork. There was no injury reported however paint particles falling off from the crack area could result in contamination of sterile field. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. It was established that the cracks were located only on the outer coating and there was no impact to the internal structure of the fork assembly. The breaks on the coating correspond to the excessive gap between two mechanical parts under the outer material. We have no information regarding the exact time when the defect first appeared or if it was being used for patient treatment in the time when the event occurred. A corrective/preventive action investigation into the issue has revealed that the issue may be the result of several factors, summarized as issues with the previous understanding of post-gluing aspects. A design change improved the assembling methods from glue-bonding to welding of the parts in production, since beginning of 2017. In addition, the device was included in the scope of field action msa-2019-001-iu (registered by FDA as z-1852-2019, z-1853-2019, z-1854-2019, z-1855-2019, z-1856-2019, z-1857-2019, z-1858-2019, z-1859-2019, z-1860-2019, z-1861-2019, z-1862-2019, z-1863-2019, z-1864-2019) that aims to replace the affected part. The device involved in this event was produced prior to production improvement and is within the scope of the referenced field action. Getinge does not propose any other action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2018) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 28th march, 2018 getinge became aware of an issue with volista standop surgical light. As it was stated, crack was found on the fork. There was no injury reported however paint particles falling off from the crack area could result in contamination of sterile field.